Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced diarrhea, constipation, persistent and recurrent stress incontinence. Furthermore, it was also reported that the plaintiff died. No cause of death was reported.